Event description:
Customer reported 2" micropore tape was applied to neck incision following anterior cervical spine surgery. Alleged she experienced redness, itching, burning, pain and a red raised rash in the shape of a square around incision. Reported medrol dosepak was prescribed, but did not relieve symptoms so she was given another prescription for 4mg dexamethasone, oral tablets. Reported she is no longer taking the steroid medication but dermatologist prescribed an oral antihistamine medication for 2 months. Reported reaction resolved in about 1 week. Stated skin is now peeling and a faint pink area remains where tape was applied.

Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed.